Manufacturer narrative:
Device returned and evaluated by manufacturer. The returned complaint device consisted of a rotablator plus device. The burr catheter was attached to the advancer when received. The advancer, handshake connection, sheath, coil, burr and annulus were microscopically and visually examined. Visual and microscopic examination revealed no damages. Functional testing was performed, and the device was able to reach optimum speed. Device to device interaction test was performed and a test rota guidewire was able to pass through the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr became stuck in the vessel. A 1.50mm rotablator rotalink plus was selected for a percutaneous coronary intervention (pci) procedure. During the procedure with the rotawire, the burr head became stuck in the vessel. The burr device was removed and the procedure was successfully completed with another burr catheter. There were no patient complications reported and the patient was doing well post procedure.

Event description:
It was reported that the burr became stuck in the vessel. A 1.50mm rotablator rotalink plus was selected for a percutaneous coronary intervention (pci) procedure. During the procedure with the rotawire, the burr head became stuck in the vessel. The burr device was removed and the procedure was successfully completed with another burr catheter. There were no patient complications reported and the patient was doing well post procedure.